Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: there was a problem with either the robot (da vinci robot by intuitive surgical) where the stapler fired when it was not triggered or the stapler fired itself when it was not triggered, and this resulted in an injury to the patient's intestine, requiring repair of the bowel by an additional surgeon. Neither the surgeon, nor the hospital retained the stapler, its components, and the device(s) was/were discarded. Based upon information and belief, either the surgeon erred by firing the stapler in error, the robot erred by firing the stapler, and/or the stapler discharged inadvertently without being triggered, or the surgeon himself injured the patient's bowel and appendix. The assisting surgeon found a tear in the bowel requiring suturing in the area of the ileocecal region. He described this as a partial thickness injury at the terminal ileum requiring suturing to make the repair. He found that the appendix was accidentally transected, requiring him to remove the appendix. He found that the omentum close to the transverse colon was somewhat traumatized requiring some of the omentum to be surgically removed. The surgeon assisted during this phase of the operation, and after the assisting surgeon finished, he turned the patient back off to the surgeon to inspect the surgical field and for wound closure. The surgeon stated in his operative report that patient's surgery was complicated by an injury to his appendix and a partial thickness injury to the terminal ileum. The surgeon stated in the operative report that he realized after or during the insertion of the robotic ports he entered a thicker region and realized that he transversed an area of lumen. The surgeon reported that the kidney was too large for the robot to lift due to its weight and he decided to stop using the robot to convert the procedure to a hand-assisted laparoscopy. The surgeon reported that he later utilized covidien staplers, stating the "hilum was then taken with a 45-mm vascular stapler. We utilized covidien staplers", and then later "came across the upper pole of gerota's with a covidien black load all the way across the upper pole", and then, "lateral dissection was performed with a harmonic scalpel, and what was left was only the ureter and gonadal vein which was then taken with a 45-mm vascular load". After the kidney was removed, he stated no visible bleeding was present. The following day, due to uncontrolled bleeding and a deteriorating condition, the surgeon took the patient back to the operating room, and performed further repairs to seal and repair areas that had been or were bleeding. There had been evidence of a large hematoma in the area of the right renal fossa, where the surgeon had operated the day before. The surgeon observed that the right renal artery had been bleeding and found a pulsatile area of bleeding from the right renal artery through the staple line, which was a vascular load of covidien endo-gia. He repaired the bleeding with a 3-0 nylon sutures. He then inspected the adrenal bed where he used the stapler and found a slow venous ooze through the level of the staple line. This was corrected with cautery, floseal, plus fibrillar. He then observed a mucosal tear or serosal interruption in the duodenum, which was repaired with 3-0 vicryl sutures. The patient, as a result of these complications, caused either by the negligence of the physicians, and/or by the failure of the robot and/or stapler, developed postoperative respiratory failure, requiring intubation, anemia requiring blood transfusions, chest pain, elevated cardiac troponins, atelectasis, acute changes in mental status, hypotension, lower limb pain and swelling, impaired bowel function, difficulty swallowing, and other conditions causing further pain and suffering. These complications caused the patient to require further medical care in the hospital through (B)(6) 2014, and then in-patient rehabilitation from (B)(6) 2014 through (B)(6) 2014. Thereafter, he continued to experience pain, mental distress, bowel constipation and impairment, and other physical limitations.

Manufacturer narrative:
Ftr# (B)(4).